Event description:
The device user (du) reported that no calculated arterial flow was observed and message code 390 (low hepatic artery flow) was displayed. Approximately 13 minutes into the perfusion, the surgeons were in the bowl and confirmed palpable flow. Additionally, an external flow sensor showed flow as well. The soft shell reservoir (ssr) was stable and the liver was noted to be slightly smaller in size. The clinical specialist (cs) suggested massaging and repositioning the liver as there was minimal bleeding noted. Subsequently, the 390 message code resolved and flow was appropriately displayed on the graphical user interface (gui).

Manufacturer narrative:
Investigation is currently pending.